Event description:
It was reported that the customer was found this morning by her husband and she was unresponsive. Customer's husband called the paramedics. Customer was treated at the house and not admitted. Customer's blood glucose level was in the 20's mg/dl. Customer stated that since then she has connected to her newer pump and her blood glucose level is 173 mg/dl. Customer does not know what happened because last night everything was normal. Customer stated that she has a newer pump that she got earlier this year. Customer stated that she has to send her pump back and she is going to continue on with her new pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.